Manufacturer narrative:
The device was evaluated, and the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the light guide lens was chipped; the objective lens and light guide lens glue were worn; the objective lens was chipped; the distal sheath glue was discolored; the switch was distorted; a leak was found at the plug body; excessive fluid ingress at the s-connector; out of alignment; the angulation was out of specification; the angulation had play; and the unit failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis lucera elite colonovideoscope presented with an error code of e315 (scope error). The scope was not used in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.